Manufacturer narrative:
Prosthetic valve endocarditis (pve) is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. The explanted device was not returned to edwards for analysis because it was discarded at the hospital. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this aortic bioprosthetic valve, implanted approximately three (3) months, was explanted due to unknown reasons. This was replaced with a 21 mm pericardial bioprosthesis. No additional details provided.

Event description:
Edwards received additional information indicating the reason for explant was due to prosthetic valve endocarditis from an unknown source.

Manufacturer narrative:
Device not returned additional manufacturer narrative although there have been attempts to receive further information regarding the device and event, no additional information was received and the explanted device was not returned to edwards for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to conclusively determine the root cause of this event. If further information becomes available, a follow-up report will be submitted.